Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead had exhibited noise on the rate/sense portion which was oversensed and resulted in one second of pacing inhibition. The lead continued to be monitored. Additional information was received indicating this lead was later surgically abandoned due to continued oversensing of noise and impedance anomalies. A new lead was successfully implanted. No additional adverse patient effects were reported.